Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was unable to be calibrated. Troubleshooting steps were taken including rebooting the programmer and unplugging and reinserting the programmer stylus but the issue could not be resolved. There was no patient involvement.